Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution was selected for use. The transseptal puncture was completed with no issues reported. The 40mm wds was prepped, advanced, and successfully deployed in the laa with no recaptures or repositioning required. The patient was discharged home the same day. The patient was reported to have had shortness of breath later that night (12+ hours post procedure) at home and came back to the hospital. A pericardial effusion was noted at this time. The patient was treated with medication (colchicine) and discharged three (3) days later. The device is not expected to return for analysis (discarded). No pericardial effusion was noted prior to the procedure. The patient was not under warfarin nor antiplatelet drugs at the time. A perforation was confirmed, very small. The pe most likely occurred post procedure. There is no reason to believe that the versacross wire malfunctioned during the procedure. In the physician's opinion, the transseptal portion of the procedure nor any versacross device contributed to the complications.